Manufacturer narrative:
In a follow up with the customer on (B)(6) 2017 by a complaint handler, she stated that she initially tried the 24mm shields and they were very painful. The 27mm was even more painful. Once she went to the 21mm it was more comfortable and she was able to get more milk but it wasn't resolving the issue. She stated that she was using a triple nipple cream due to her nipples being damaged. In follow up with a medela clinician, the customer stated that she was able to use the 21mm breast shields with the least amount of discomfort. When using the jack newman all purpose nipple ointment in conjunction with pumping, she can pump fairly comfortably. She stated that her infant recently had a tongue tie release and nursing is starting to be more comfortable as well, as she had pain with that also. She also discussed using the harmony breast pump and the advantages to this pump, as well as using the silicone suction breast pumps as an option, with or without the harmony. The device's instructions for use (item # 1707724, rev h and page 25) provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) the she has tired three different sized breast shields with the symphony breast pump and she found that they were all very painful.